Manufacturer narrative:
Additional information was received on 8/26/2019. The implant date was updated to (B)(6) 2014. The event was reported to the FDA by the patient in mw5088831. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: generalized illness. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) hispanic female who underwent primary breast augmentation with 550cc mentor memorygel breast implants began experiencing illness post procedure. In (B)(6) 2015 the patient began experiencing fatigue. In (B)(6) 2016 the patient began experiencing brain fog. In (B)(6) 2016 the patient began having anxiety. In (B)(6) 2016 the patient started having inflammation and joint pain. In (B)(6) 2019 the patient began having eczema. No device issue such as rupture was reported. The root cause of the patient¿s symptoms is unclear. As a result, the patient plans to have the devices explanted in (B)(6) 2019. See 1645337-2019-16019 for contralateral prosthesis report.